Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to inspect and clean various parts of the pump and attempt to load the cartridge again, but the issue persisted. Subsequently, the customer was referred for escalated troubleshooting. After further assessment, the support team decided to replace the pump, ensuring the customer would resume insulin delivery using an alternate therapy temporarily. A replacement pump with updated software was sent to the customer, along with instructions on returning the faulty pump and setting up the new one.